Manufacturer narrative:
The products are not expected to be returned for evaluation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode oversensed noise due to low signal amplitude resulting in an inappropriate shock. X-ray imaging noted that the coil appears lower than at implant. There were no more reprogramming options available and the physician did not have patient consent to reposition the electrode. As a result, the s-ICD system was explanted and replaced with a transvenous system.